Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent excision and revision of vaginal mesh and vaginal scarring on (B)(6) 2012 due to vaginal mesh exposure and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-03955. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03955 and 2210968-2013-00274. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.